Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Father reported the customer received the following results on 2 different meters within 10 minutes: 531 mg/dl and "lo" (<20 mg/dl) on the aviva expert system and a reading in the 400 mg/dl range on the aviva system. The same vial of test strips was used for all 3 readings. The customer felt her blood glucose was high and delivered 20 units of insulin. No adverse event was reported. The alleged product was replaced and requested for evaluation.